Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 11:49:06. During night drain cycle four, the patient's ultrafiltration reading was 303ml, indicating the home patient (hp) drained 303ml more than their maximum programmed fill volume of 500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause for iipv was undetermined as there was lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.